Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/+2.50/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was explanted. On (B)(6) 2024 a replacement lens of the same length but different power was implanted and this resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found no visible damage to the lens with debris on the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).